Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare (gehc) has concluded its investigation. A review of system service records confirms that the mr system was operating within specifications, with no identified issues or defects. Based on the available information, no apparent root cause for the patient injury has been determined. Rf warming can occur due to the coupling with high-power radiofrequency transmissions of an mr scanner during normal clinical use, even while operating within specifications. The operator manual includes warnings about tissue heating, even when good clinical practices and proper rf padding are followed. Gehc does not plan any further actions at this time.

Manufacturer narrative:
D: there are no additional device identification numbers. G2: (B)(6). H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient felt "intense and strong heat" on their right side during a mr examination of the right shoulder. There is no report of a burn or other typical sign of significant rf-related injury. This event was initially assessed as not reportable as warming during an mr exam may occur due to the rf energy, and typically results in minor discomfort which is self-resolving. Subsequently, the ge healthcare complaint handling unit became aware of additional information from the patient that describes ongoing pain that requires pain medication; therefore, we have updated our assessment to a serious injury. The cause or source of the ongoing pain has not been clearly identified. Based on the service and preventative maintenance records that we have reviewed for the system from the time of the event until now, we do not have any evidence that the system malfunctioned, however our investigation is ongoing.